Event description:
It was reported that the bd ultra-fine¿ pen needles experienced foreign matter on the needle. The following information was provided by the initial reporter: pharmacy informed us, that a patient complained about dust/coating on the needles.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-may-2023. Investigation summary: one open and seventy two sealed 31g x 8mm pen needle samples were returned from lot. No. 2152806, cat. No. 320524. Visual examination was carried out on the returned sample and thirty sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd ultra-fine¿ pen needles experienced foreign matter on the needle. The following information was provided by the initial reporter: pharmacy informed us, that a patient complained about dust/coating on the needles.